Manufacturer narrative:
Upon receipt of the complaint information, centerpoint inquired for additional information as the complaint appeared to be related to a device not manufactured by centerpoint systems. Centerpoint confirmed from the distributor that the physician saved the device that malfunctioned (slitter not manufactured by centerpoint) indiciating that no centerpoint device malfunctioned during the event. The sspc nxt delivery catheter that was used during the event was not returned nor was a lot number provided for further investigation. The investigation involved analysis of relveant information provided by the healthcare professional and distributor. Based on the information provided, it was confirmed that the reported patient harm was not attributed to a defect or malfunction of the sspc nxt delivery catheter. Centerpoint systems is reporting the event out of caution to comply with applicable regulatory requirements due to the patient outcome, even though the manufacturer of the device involved is not centerpoint systems.

Event description:
Cutter issue identified during procedure yesterday at st charles medical center, bend, or with dr christopher lewis. Lbb implant with the sspc nxt catheter. When the md went to cut the catheter, the tip of the blade broke off which pulled the lbb lead out as well as the temperorary pacing lead. Patient went systolic which required external pacing. This induced the patient into vt and the patient required external shock to rescue. Have the cutter. Will be returning for analysis.